Event description:
Caller reported a cgm error and sought assistance. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support for a complete pump reset, and after following the instructions, the cgm error did not reappear. The customer successfully started their sensor session with no further issues reported.